Event description:
Anesthesia machine shut off during a case. An isoflurane vaporizer was being refilled during an operative case and some of the liquid agent spilled on the on/off switch of the aestiva anesthesia machine. Within 5 mins the on/off switch knob and mechanism flew off the machine and the machine turned off. A technician used a hemostat to manipulate what was left of the switch body to turn the machine back on. No negative pt outcome, but a back-up ventilation system was used during the time the aestiva machine was off.